Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The display anomaly could not be verified due to the blank display. No vibration noted during the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's display went blank. Customer's blood glucose value was 98 mg/dl. The device was not dropped or exposed to moisture, the contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. Troubleshooting was done and the customer stated that the icons on screen were blinking and the rest of the display was blank. It was advised to remove the battery for 2 hours and call back. He called back and stated that the display anomaly persisted after the two hour reset and changing the battery and the device was alarming and vibrating without an alarm on screen. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.